Event description:
X-ray investigation revealed that the neck of his corail stem had broken. The corail stem and head were removed using the corail extraction instruments, but did not require an osteotomy.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the reported device by a third party laboratory found the root cause to be fatigue under stress of plane bending cycle type. No overload was applied on the implant. The microstructure was and found to accomplish the requirements as specified. There are no indications of any pre-existing material defect. No notable defect like bulky inclusion, coarse microstructure has been observed near the surface rupture. This indicates that the damage is not due to a bad raw material or a problem during forging or machining. The analysis found the failure of this stem is neither due to a metallurgical anomaly, nor a problem during the manufacturing of this implant. This stem was stressed under monotonous way and did not undergo a sudden increase of load. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays confirms the device fracture. The acetabular component was found to be in steep inclination with a significant amount of anteversion. The investigation can draw no further conclusions with the information provided. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.